Manufacturer narrative:
(B)(4). Foreign(B)(6). The complaint is under investigation. Once the investigation is completed a follow up report will be submitted. Product location unknown.

Event description:
It was reported that the instrument was broken during usage. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This complaint was unable to be confirmed. The drill is returned for evaluation. Visual inspection did not show any fracture however is appeared to be worn. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.